Manufacturer narrative:
Isi has received the endowrist one vessel sealer instrument involved with this complaint and completed investigations. Failure analysis investigations could not replicate the customer reported complaint of inadequate sealing. The vessel instrument passed the following: a self-check, electrical continuity testing, grip force inspection, and electrode gap inspection. The sealing function of the instrument was tested and smoke was seen coming out of a wet paper towel. The system logs were also reviewed. The instrument's logs were reviewed for seal events (pedal press durations). There were a total of 25 seal events, with an average pedal press time of 5.7 seconds. However, towards the end of the instrument's usage the pedal press times were around 10-11 seconds. The longer pedal press durations likely correspond to a longer sealing time required for sealing the tissue. The logs do not indicate any problems with sealing, and it is likely that the reported problem was related to a clinical use condition. The erbe generator was also returned to isi and evaluated. The generator was placed on an in-house system and allowed to run in diagnostic mode. An endowrist vessel sealer, connected to the generator, energized and worked properly. No trouble was found. Refer to the MDR report with patient identified (B)(6) for information regarding the second endowrist one vessel sealer instrument (lot m10160726-395) involved with the reported event. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the endowrist one vessel sealer instrument was allegedly not sealing adequately. Although, the instrument was returned to isi and no trouble was found, the root cause of the alleged sealing issue is unknown. There is no evidence that the alleged instrument issue caused or contributed to a serious injury.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the endowrist one vessel sealer instrument was allegedly not sealing adequately. According to the initial reporter, a second endowrist one vessel sealer instrument was opened; however, the instrument reportedly had the same issue of not sealing adequately. As a result, it was initially reported that the surgeon decided to covert the da vinci-assisted surgical procedure to open surgery. On 11/21/2016, an intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site. The fse replaced the erbe generator and confirmed that it was working fine. On 12/05/2016, isi contacted the isi clinical territory associate (cta) and obtained the following information regarding the reported event: the cta was present during the unrecorded surgical procedure. The surgeon was able to use the first endowrist one vessel sealer instrument (lot mw11160921-596) from the beginning of the surgical procedure without any issues. During the surgical procedure, the surgeon successfully fired a stapler 45 reload on the patient's colon using a stapler 45 instrument. When the surgeon attempted to fire a second stapler 45 reload on the patient's colon, the cta stated that the patient did not have a good angle. The cta reportedly advised the surgeon to reposition the stapler 45 instrument and try a different angle. According to the cta, the surgeon ended up firing the second stapler 45 reload without firing. After firing the stapler 45 reload, the cta indicated that the staple line was not fully transected. The surgeon then attempted to cut and seal the colon along the staple line using the endowrist one vessel sealer instrument. The cta stated the generator made sounds suggesting that energy was being delivered to the instrument. She also stated that audible tones were heard indicating that the sealing cycle was complete. However, during the sealing cycle, no tissue effect was observed. The cta then advised the surgeon to take another bite of tissue since she felt as though the tissue bundle was possibly too large. Per the cta, the surgeon replied that the tissue was fine and was not greater than 7mm in diameter. The surgeon did not take a second bite of tissue. After trying to seal a few times with the endowrist one vessel sealer instrument, the surgical staff replaced the instrument with a backup endowrist one vessel sealer instrument (lot m10160726-395). The cta indicated that the backup vessel sealer instrument had the same issue and was not adequately sealing. At that point, the surgeon decided to proceed with completing the anastomosis extracorporeally which was part of the planned procedure. The cta did not know the estimated blood loss from the surgical procedure. However, she stated that no blood transfusions were administered. The cta also clarified that the da vinci-assisted surgical procedure was completed and was not converted to open surgery as initially reported. No post-operative complications have been reported.